Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("lost too many teeth to count"), nausea ("nauseous") and abdominal distension ("bloated"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, tooth loss, nausea and abdominal distension outcome was unknown. The reporter considered abdominal distension, nausea, pelvic pain and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : pelvic pain, nausea, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : case was upgraded to serious incident. Events added- pelvic pain, nausea, bloating. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy / I had essure at the time". In 2012, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous ("miscarriage / I had essure at that time") and was found to have cervix carcinoma stage ii ("stage 2 cervical cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal distension ("bloated"), genital haemorrhage ("bleeding really bad"), vaginal discharge ("flush was coming out of vaginal"), tooth loss ("lost too many teeth to count"), nausea ("nauseous") and diarrhoea ("almost didn't make it to the bathroom in time") and was found to have a pregnancy with contraceptive device ("pregnancy / I had essure at the time"). The patient was treated with surgery (essure removed, abdominal hysterectomy). Essure was removed. In 2014, the pregnancy with contraceptive device and abortion spontaneous had resolved. At the time of the report, the pelvic pain, abdominal distension, genital haemorrhage, cervix carcinoma stage ii, tooth loss, nausea and diarrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for vaginal discharge with essure. The reporter considered abdominal distension, abortion spontaneous, cervix carcinoma stage ii, diarrhoea, genital haemorrhage, nausea, pelvic pain, pregnancy with contraceptive device and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2014: stage 2 cervical cancer. Laboratory test - in 2014: stage 2 cervical cancer. Concerning the injuries reported in this case, the following one/ones were reported via social media : pelvic pain, nausea, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "miscarriage / I had essure at the time". In 2012, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous ("miscarriage") and was found to have cervix carcinoma stage ii ("stage 2 cervical cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), tooth loss ("lost too many teeth to count"), nausea ("nauseous"), abdominal distension ("bloated"), vaginal discharge ("flush was coming out of vaginal"), diarrhoea ("almost didn't make it to the bathroom in time") and genital haemorrhage ("bleeding really bad") and was found to have a pregnancy with contraceptive device ("miscarriage / I had essure at the time"). The patient was treated with surgery (essure removed, abdominal hysterectomy). Essure was removed. In 2014, the abortion spontaneous and pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, cervix carcinoma stage ii, tooth loss, nausea, abdominal distension, diarrhoea and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for vaginal discharge with essure. The reporter considered abdominal distension, abortion spontaneous, cervix carcinoma stage ii, diarrhoea, genital haemorrhage, nausea, pelvic pain, pregnancy with contraceptive device and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in 2014: stage 2 cervical cancer. Laboratory test - in 2014: stage 2 cervical cancer. Concerning the injuries reported in this case, the following one/ones were reported via social media : pelvic pain, nausea, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events added - "almost didn't make it to the bathroom in time", "bleeding really bad", "stage 2 cervical cancer", "miscarriage", "miscarriage / I had essure at the time"; pregnancy information added; lab data added; action taken with drug added; new reporter added; patient initials updated on 23-mar-2020: reporter from social media was added. On 23-mar-2020: content from social media received: pelvic pain event non-drug treatment notes were updated. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.